Event description:
The customer contacted stryker to report that their device will not power on using battery power and unexpectedly powers off when connected to ac power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on using battery power and unexpectedly powers off when connected to ac power. There was no report of patient use associated with the reported event.